Event description:
Philips received a complaint from the manufacturer¿s field service engineer (fse) regarding a v60 device in which error code 1124 ¿ c-bit battery failure was observed during servicing. It was determined that the issue was caused by the presence of an aftermarket internal battery. There was no patient involvement at the time the issue was identified. The investigation is ongoing.

Manufacturer narrative:
No repairs were completed by the field service engineer as the customer declined service and repair; therefore, it could not be determined if it failed to meet specifications. No additional details regarding the reported issue and its resolution are available. The investigation concludes that no further action is required at this time. The device remains at the customer site. If the decision is made to have the device evaluated and repaired a new service order will be opened and will be captured through philip's normal complaint procedure.